Event description:
Several noise oversensing episodes were observed in the right ventricular channel. A myopotentials sensing test was performed with no oversensing. The patient was asked about possible sources of electromagnetic interferences. No relation was found. The preliminary analysis revealed that the noise oversensing was due to emi or myopotential sensing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Several noise oversensing episodes were observed in the right ventricular channel. A myopotentials sensing test was performed with no oversensing. The patient was asked about possible sources of electromagnetic interferences. No relation was found. The preliminary analysis revealed that the noise oversensing was due to emi or myopotential sensing.